Manufacturer narrative:
Device passed self test and displacement test. Device failed leak test, device leaked at a cracked at the battery tube threads. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and also needed a new belt-clip. The customer reported that the up button was physically stuck and that they could not go above 65%. The customer was advised to monitor and call back if the issue reoccurs. The customer called back to express dissatisfaction with the initial call and expressed keypad anomaly again. Troubleshooting for button error/keypad anomaly was performed. The customer added that they also mentioned that their blood glucose was also high during the initial call, which was not address. The customer's blood glucose level during the call was 213 mg/dl. The customer stated that up and down buttons may be stuck. The insulin pump was not exposed to altitude change and the minutes change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.